Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was admitted to the hospital for dizziness. Upon interrogation, this right atrial (ra) lead exhibited loss of capture at maximum outputs. An echocardiogram was obtained that showed a pericardial effusion, but no obvious dislodgment or perforation. A revision procedure was performed and this ra lead was explanted and replaced. During the revision procedure, an attempt was made to reposition the lead but noise was observed and it was suspected that the lead had been damaged while placing sutures. The decision was made to replace the ra lead but the lead helix would not retract and there was difficulty inserting a stylet. This lead was ultimately extracted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.